Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a routine device follow-up check. Upon review, the right ventricle lead exhibited noise. The lead was capped and replaced on (B)(6) 2021. Patient was stable.